Event description:
6/29/1998 (a.m.): physician called to report that female pt with history of osteoarthritis of both knees developed warmth, redness, and pain in her anterior tibial area after her second knee hyalgan injection (on the same side). X-ray was taken, and this was reported to be negative. After her third hyalgan injection, bone scan was done, and this was reported to be negative for osteomyelitis. Pt was then admitted and magnetic resonance imaging of tibia and fibula was done, which was negative. Venous doppler was negative for blood clot; culture of joint fluid aspirate was reported to be negative. Pt was treated with antibiotics (keflex) for two weeks. Physician requested search (for other cases of pain, redness, warmth at sites distal to injection site). 6/29/1998 (pm): received call from consumer for above report. She had gone to her rheumatologist in may, at which time she started series of hyalgan injections. She reported that, during course of treatment, she developed redness and swelling in her left ankle and stated that her left ankel was "hot to touch." This developed after her second hyalgan injection. She also reported ankle pain which developed "before her fourth shot." (Consumer noted that she had been in clinical trail for hyalgan four years ago for her osteoarthritis of both knees, and stated that this had helped her "a lot" at that time). Consumer stated that, currently, when she developed redness, swelling and warmth (after second hyalgan injection), her physician told her that he did not believe that this was secondary to hyalgan injection, and that he prescribed lodine for treatment. Before fourth injection, she complained of ankle pain, and she noted that redness on her "inner ankle" was still obvious. Antibiotic (keflex) was prescribed at this time. She had bone scan as outpatient. She said that possiblity of "inflammation" was entertained at that time. M.r.I. Was done two weeks ago, on 6/20/1998, and she was admitted to hosp overnight, while awaiting m.r.I. Report. When questioned about particular therapy at this time, she was not able to give details. She did relate, however, that initially there was concern about possible osteomyelitis, then it was thought that she may have cellulitis. She was seen by infectious disease physician who told her she did not have cellulitis. She was hospitalized for total of one and one half days. Last week she went to internist who "started cortisone" and she stated that this helped, and that she has some "slight improvement". She also noted that she has allergies, for which she takes "shots" and that she develops sinusitis when her allergies bother her. She is allergic to mold and grasses; she has not been tested for allergies to avian products or feathers. The lot no. And expiration date for hyalgan were unavailable since this info was not recorded in the pt's records.